Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was not verified. The user interface printed circuit board (ui pcb) was replaced as a preventative action and the action has been taken under remedial action efforts. Please see report for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient harm.